Manufacturer narrative:
We are waiting for add'l info from the distributor.

Event description:
The laser system had the following problem: the equipment was in operation, state "emitting" (prostate surgery), when after 30 minutes of laser it fails to recognize the footswitch. The computer restarts, and after 16 minutes of laser it is evident the alarm screen "footswitch".